Event description:
No blood glucose levels reported. The customer reported being hospitalized due to diabetes ketoacidosis and a stroke. The customer reported several no delivery alarms from the insulin pump during bolus. It was reported that the insulin pump seemed to work fine while she was in the hospital. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).